Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to seroma- per notes it says the seroma was around the pump. No other information is available. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# serial# (B)(4). Implanted: (B)(6) 2012. Explanted: (B)(6). Product type catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 29-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 20 mg for a total dose of 5.04986 mg/day via an implantable pump for non-malignant pain. It was reported the patient went to the clinic on (B)(6) 2019 for a pump refill and complained of swelling in the area and a seroma. The pa drew 115 cc of fluid and sent for testing which confirmed it was spinal fluid. It was noted the patient was asymptomatic. The patient was sent for pump check on (B)(6) 2019 under fluoroscopy and found a catheter leak at the splice point of the catheter at pump site. The patient was scheduled for catheter revision and was performed on (B)(6) 2019. The issue resolved without sequelae on that date. It was noted the issue was possibly related to the device or therapy. The patient's weight was 172 lbs.